Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The monopolar handle was visually inspected for damages, and a crack near the distal end was observed. Failed insulscan test near the distal end of the shaft. Probable root cause could be due to user misuse.